Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of pancreatitis and non-malignant pain. It was reported that the patient had a loss of stimulation. The patient stated that for the past month they are turning stimulation on and cannot feel the stimulation unless they move their arms and legs around. The patient stated every now and then they feel stimulation, but it will go away. Patient services tried to have the patient bring up stimulation in order to get them to feel it, it had no effect. The patient asked if they could have a representative meet them, and the patient was recommended to connect with their doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.